Event description:
Additional information was received on 15oct2019: as per the ansm (french: national security agency of medicines and health products) report, an unofficial translation states that the device indications for use include 'term exceeded' on cicatricial uterus (uterine scarring due to previous c-section). The balloon was placed on (B)(6) 2019 to aid in maturation of the cervix, and it was left in place for 15 hours. On (B)(6) 2019 "resumption of the block" for hematoma of the left broad ligament to postpartum hemorrhage occurred. It was noted that "action undertaken in the care facility for the care of the patient."

Manufacturer narrative:
Investigation - evaluation: reviews of complaint history, device history record, quality control data, and the instructions for use (IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: contraindications, "pelvic structural abnormality." Warnings: "the product should not be left indwelling for a period greater than 12 hours." "The safety and effectiveness of the cook cervical ripening balloon has not been established among women with an obstetrical history of low transverse caesarean section." Potential adverse events: "maternal discomfort during and after insertion," "cervical laceration," "bleeding". A clinical assessment was completed, and it was noted that there was no report that the complaint device malfunctioned in any way. Confirmation was requested regarding this, and no information has been provided. It was however reported that the device was discarded and therefore unavailable for investigation. There is no known information on whether the patient delivered vaginally or by c-section. There is no known information if this was a precipitous delivery or if this was an instrumented delivery (use of forceps or vacuum). Both factors would have increased the patient¿s risk for broad ligament hematoma and the resulting pph. Based on the available information, the likely contributing factors to the event are related to the procedure and the patient¿s risk factors for pph. The complaint device was not returned to cook for investigation. Cook has not received a complaint for a similar product and a similar failure mode where the complaint product was returned for physical examination. At the time of the complaint investigation, all products in the complaint device lot have been distributed to customers, so no representative product is available from the lot for evaluation. Cook has concluded that a definitive cause of the event could not be traced to the device. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on (B)(6) 2019 in the form of an officially translated ansm document. Induction occurred by utilizing the balloon on (B)(6) 2019 for overdue pregnancy with a scarred uterus. The device was placed at 15:00. Then, continuation of induction and birth occurred on (B)(6) 2019 at 15:20. Patient returned to the theatre (operating room) on (B)(6) 2019 for a hematoma on left side broad ligament. The device was not left in place for 15 hours as previously reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5. Corrected information: b5. The investigation was completed on 07nov2019. The investigation and evaluation summary was attached to the last submitted report. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an unspecified procedure using a cook cervical ripening balloon w/stylet, post partum hemorrhage (pph) resulted. After the set up of the device, the physician noticed there was a bruise on the left broad ligament which resulted in the pph. Surgery was required to stop the bleeding. No further information is currently known about the details of the surgery or the patient outcome, but it has been requested. Additional details have been requested regarding the patient and event. At this time no additional information has been provided.